Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3342139. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc- foreign matter on catheter the following information was provided by the initial reporter: per the reporting rn when she went to insert a 20g piv into a patient she noticed that white particulates had collected at the end of the catheter where the bewl hole is the rn did not use the catheter after seeing this defect/ concern.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Anonymous reporter: facility name, contact phone/email and address information was not provided. E4. The initial reporter also notified the FDA on 18 apr 2024. Medwatch report is mw5154052.